Event description:
The customer contact reported air in the tubing distal to the cassette. The tubing set was being used to deliver 16ml of potassium, at a rate of 0.5ml/hr, via a plum pump. It was reported that 3 hours after the delivery was started, the nurse noted an unspecified volume of microbubbles in the tubing distal to the cassette of the tubing set. It was reported that the tubing set was reprimed, the air was removed from the tubing set, and the therapy was resumed. It was reported that 2 hours later, the nurse noted two 1cm segments of air that was separated by 3cm of solution. It was reported that the air segments were 10cm distal to the cassette of the tubing set. At this time, the customer contact reported that additional unspecified volumes of air were noted at the connection of the outlet port of the cassette and the tubing. It was reported that the tubing set was reprimed, the air was removed from the tubing set, and the therapy was resumed. No air was delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.(B)(4).